Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve surgery, the loads were caught in the moment of clipping with the powered stapler. It was reported that the jaws locked on the tissue. The manual key was used to open the jaws and remove the stapler. The surgery was finalized after replacing the stapler. There was no patient injury.